Event description:
It was reported that the patient had an implantable neurostimulator (ins) to stimulation the legs and back but it no longer helped with the patient¿s legs. The issue began following a car accident about a year and a half prior. The patient was wondering if they could have the device reprogrammed to stimulation the back only since it was not really helping with their legs. The patient wanted help with reprogramming. The patient had an appointment with their lawyer the day of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. Product ID: 37743, serial# (B)(4), implanted: 2008-(B)(6), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), implanted: 2008-(B)(6), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type: extension. (B)(4).